Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had water behind the screen. Customer stated that they did hear the fluid when shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.